Event description:
A customer contacted stryker to report that their device powered off intermittently during patient monitoring. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. After replacing the battery pins and power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently retuned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off intermittently during patient monitoring. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
It was also determined the batteries used were dated from 2019 and were at 94% charge and 51% charge. This shows that the batteries were beyond the 2 year service life per the product manual. The age of the battery and observed charge was likely a contributing factor. The field service technician determined the root cause to be related to the power pcb.